Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied one photo showing three arterial catheters. Visual analysis revealed that two of the catheters were separated; however, a probable cause of the separation could not be confirmed without the actual devices returned for analysis. Two device history record reviews were performed based on the two potential lot numbers provided by the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The IFU also states, "do not reinsert needle into catheter to minimize risk of catheter damage". The report that the arterial catheter separation was confirmed through complaint analysis of the customer supplied photo. The image showed that the arterial catheter was separated; however, the actual complaint sample was not returned for evaluation. Two device history record reviews were performed based on the two potential lot numbers provided by the customer. No relevant findings were identified. The probable cause of the separation cannot be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter had blood flashback and as the resident was threading the catheter, the catheter bunched up in an accordion fashion. The catheter was pulled out. There was no patient injury. A second attempt was made in which the catheter met resistance and broke (captured in MDR# 9680794-2021-00659). The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter had blood flashback and as the resident was threading the catheter, the catheter bunched up in an accordion fashion. The catheter was pulled out. There was no patient injury. A second attempt was made in which the catheter met resistance and broke (captured in MDR# 9680794-2021-00659). The patient's condition is reported to be fine.